Event description:
Physician and assistant report they used this device before, but this time it seemed to malfunction. They said the needle came off and stabbed the physician in the thigh. Central supply was unable to provide any more information on the device. Reference medwatch 3400280000-2005-8012.